Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary planned treatment/non-emergency treatment procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to select the application. Upon troubleshooting, fse found that there was a coolant leak at the level of fd (flat detector) sensor. To resolve the issue, fse replaced the detector px4700 high speed pack. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system was unable to select the application. No harm was reported to philips. Philips has started an investigation of this complaint.